Event description:
Pt treated with anodyne therapy infrared pad treatment at a physical therapy facility. Unsure of exact dates, but it was the fall of 2006. Received burns to lower extremities from anodyne pads. Was unaware this could happen and thought the product to be safe. With peripheral neuropathy there is little to no feeling in feet.